Event description:
An endeavor rapid exchange 3.0 mm diameter x 18 mm length drug eluting stent was deployed to the mid left anterior descending, which was reported to be difficult to cross due to the presence of severe calcification and 75% stenosis. An initial attempt to pre-dilate the lesion with a poba failed as the balloon ruptured. The stent was then deployed and post dilated to 20 atms at which time it was reported that a dissection occurred in the proximal part of the lesion. To treat the dissection a second stent was deployed (an endeavor rapid exchange 3.0 mm diameter x 12 mm length drug eluting stent), (ref MFR # 2953200201000601-1). However, this dislodged, but was later crushed by a balloon. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: severe calcification and 75% stenosis; predilatation balloon rupture and stent post dilated to 20 atms; dissection. Eval, conclusion: severe calcification and 75% stenosis; pre-dilatation balloon ruptured and stent post dilated to 20 atms.

Manufacturer narrative:
The dislodgement at the dissection site was treated with balloon bail out.